Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported an 840 ventilator with oxygen (o2) sensor out of specification. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). Initial report should have been (B)(6) 2016.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.